Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not seem to inflate and only the pilot balloon was inflating. There was no patient harm or adverse events reported. The event occurred after initial sterilization. They attempted to check the cuff with 5, 10 & 15 cc of water multiple times but still cuff did not inflate.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that the cuff did not seem to inflate and only the pilot balloon was inflating. During lot history review the lot gc001620 for (B)(4) devices was manufactured 28 february 2025. There were no ncmrs initiated for this lot. Using a syringe, 5 ml of water was inserted in the inflation valve. The fluid remained in the pilot balloon. Following instructions in the IFU, 10018908-001, under 6.0 setup and use, the cuff inflated.